Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hospitalisation to remove 3 needles that broke while giving insulin [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "hospitalisation to remove 3 needles that broke while giving insulin " with an unspecified onset date, and concerned a (B)(6) female patient who was treated with suspect device novofine 8mm (30g) (needle) from unknown start date due to diabetes mellitus. Patient's height, weight and bmi were not reported. Medical history included diabetes mellitus (type and duration not reported). Concomitant medication includes novorapid flexpen (fast acting insulin aspart) solution for injection, lantus (insulin glargine). It was reported that patient was hospitalised on an unknown date for removal of 3 insulin pen needles that broke while giving insulin (details: not reported). The outcome for the event "hospitalisation to remove 3 needles that broke while giving insulin" was unknown. No further information was available. Investigation results: name: novofine 30g 0.3x8 mm 100 count, batch number: (B)(4). Visual and microscopic examination were performed. A batch trend report has been created. Nothing abnormal was found. Microscopic examination performed. Needles tested for resistance to breakage. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles from the same needle box as the needle involved in this complaint. Nothing abnormal was found with the sealed and unused needles. The batch documentation has been reviewed. Nothing abnormal was found. Manufacturer's final comment: on 17-mar-2016: since no faults were found on the investigated needles, and only very limited information regarding the patient's handling of needles is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event. Continued: evaluation summary: name: novofine 30g 0.3x8 mm 100 count, batch number: (B)(4). Visual and microscopic examination were performed. A batch trend report has been created. Nothing abnormal was found. Microscopic examination performed. Needles tested for resistance to breakage. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles from the same needle box as the needle involved in this complaint. Nothing abnormal was found with the sealed and unused needles. The batch documentation has been reviewed. Nothing abnormal was found.